Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported results of 160 mg/dl at 9:00am, 130 mg/dl at 9:01am, 134 mg/dl at 9:02am, 132 mg/dl at 9:03am and 113 mg/dl at 9:05am on the aviva system. The customer had hypoglycemic symptoms of feeling weak at 9:06am. The device results did not match the symptoms. The customer's son provided treatment of orange juice and a piece of toast. The customer was unable to retrieve the orange juice and piece of toast on her own. No adverse event reported. Return of the suspect device was requested for evaluation.